Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. X-rays confirmed the leads had migrated. In turn, surgical intervention was undertaken the scs system was explanted.